Manufacturer narrative:
Visually inspected all boards and found no damage. Ran wireless script and performed wireless test which passed. Pump performed as intended. The root cause for this event is unknown. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed base task timeout error, base not responding error, acu watchdog failure. No patient injury reported.